Event description:
It was reported that the lead exhibited high impedance during implant. The lead was removed and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.